Manufacturer narrative:
Returned device was received in decent physical condition but the top case was counterfeit and the tube holder was broken off. Evidence of reported problem in event log was found. During the evaluation of the device, the analysts were unable to replicate the customers issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with system failure. There were no reported adverse events.